Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The unit returned has catheter detached in several points. Impedance testing shows an electrical open at distal wave form.. Full image characterization testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 09feb2016. It was reported that missing image occurred. An atlantis¿ 018 peripheral catheter was selected for use. During procedure, rotating sound of transducer was heard normally, the scale dot and this device were recognized on the console monitor. However, it was noted that the image did not appear on the monitor and they stopped using the device. The procedure was not completed due to this event. No patient complications were reported and the patient's status was good. However, returned device analysis revealed that the catheter was detached in several points.